Manufacturer narrative:
The reported field event of inappropriate defibrillation therapy was not confirmed in the laboratory. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Event description:
It was reported that the patient presented to the emergency room, the patient had received inappropriate defibrillation therapy. No intervention was performed. No further information was available.

Event description:
New information received notes that the implantable cardioverter was explanted. No further information was reported.